Event description:
It was reported that the user experienced hypoglycemia after a meal announcement and dinner while using an ilet with a g7 sensor, during which the pump displayed low and a fingerstick measured 71 mg/dl; the user entered the fingerstick value into the pump, and calibration began adjusting, with the low corrected using oral glucose tablets. Symptoms included no reported clinical manifestations. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and user education with verification of sensor-pump calibration steps. Investigation of this case revealed a transient hypoglycemic event with cause unclear, with device performance consistent with low-glucose alert behavior and no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.